Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they experienced jaw pain that has drastically changed, and they feel the pain through their entire jaw. This pain has not gone away. They have difficulty putting on the bottom aligner and it is very painful to do so. Their top aligner is fairly normal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.